Event description:
The doctor reported the patient has recovered after treatment and are tapering off steroids completely.

Manufacturer narrative:
Updated: a3a, b5, b6, g2, g3, h2, h6.

Event description:
The surgeon reported that although the inflammation improved, the patient's bcva was 20/50 and they are unhappy with their vision. The iol was explanted from the left iol approximately 7 months post implantation and exchanged for a different model iol.

Manufacturer narrative:
Updated: b5, g3, h2.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that post-implantation of an intraocular lens (iol) a patient experienced tass. They were referred to a retinal specialist and treated with a high dose of steroids and have since recovered. Additional information has been requested, but not received.

Event description:
The surgeon took a sample from the capsular bag, results have not been provided. Day one post iol exchange, patient had corneal edema with no inflammation.

Manufacturer narrative:
Updated b5, d65, g3, h2, h6 and h11. The device was returned for evaluation. Microscopic inspection found no damages.